Event description:
It was reported that a user¿s dexcom g7 glucose readings did not appear on the ilet, and pairing was completed only after the user entered the sensor code with agent assistance, indicating an initial communication/pairing failure between the cgm and the ilet. Symptoms included hypoglycemia with a reported glucose of 43 mg/dl and the user feeling okay. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included customer interview and guided troubleshooting and education to enter the sensor code and complete pairing on the ilet. Investigation of this case revealed that cgm data were not transmitted to the ilet until proper sensor code entry and pairing were performed. It was concluded that the event was attributable to user setup error leading to temporary loss of cgm data on the ilet and associated hypoglycemia managed at home. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.